Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected an alert in the remote monitoring system due to an out of range shock impedance measurement. It was determined that the device registered a 0 ohm reading. Boston scientific technical services (ts) discussed possible causes. The patient was later evaluated in the clinic and the shock impedance measurements were found to be normal. No adverse patient effects were reported. This product remains in-service.